Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) , implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) , implanted: explanted: product type .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they cannot get the implant to take a charge this morning. Patient said she is getting no device found. Agent asked patient to connect with the controller and controller show implanted neurostimulator red, controller 60% charged. Patient started a recharging session and was getting poor recharge quality and getting passive recharge screen. Patient service reviewed meaning of passive recharge screen. Agent assisted patient with repositioning the recharger(rtm) and controller shows low and high passive recharge numbers, reposition recharge, poor quality. Patient mentioned her back is hurting really bad and they forgot to charge the implant. Patient stated they are not moving or moving the recharger(rtm) and the messages are changing on the screen. Agent confirmed patient did not have any falls or trauma recently. Patient was able to start recharging with good quality and recharging. The issue was not resolved through troubleshooting. A replacement recharger was sent out. The reason for call was patient reported the controller will not power on. Patient stated they have tried to charge the controller all weekend and it kept beeping and going off. Patient also stated the button on the top of the controller is not working. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Agent had patient re insert the battery and confirmed the green light was blinking above the screen.. Patient will continue to charge controller until green light is solid and will call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they called friday and are getting a recharger replacement. Hcp obtained from previous day's call. Patient called back repeating information from previous call and call from last week. Patient reported that they received the replacement recharger but are still having issues with charging their implant. Patient stated that they have been trying all day to get the implant to take a charge but the controller will just spin and say the implant is charging and then tell them that the implant is not charging. Patient noted that during the charge sessions the same thing just keeps happening over and over a nd they aren't getting anywhere. Patient mentioned that they charged over the weekend and got 30% but when they tried to charge this morning they were not able to get anything to work so they called in to patient services and went through some troubleshooting. Patient mentioned that since getting the replacement recharger they have tried everything and still always seem to get the try again message. Agent walked the patient through a controller reset; agent then had patient attempt to start a charge session and patient got poor recharge quality. Agent had patient hit try again and patient said they got poor recharge quality again and that the controller does not want to cooperate. Patient noted that they tried at least 50 times this morning and were still getting messages about not being able to charge. Agent advised patient to follow up with their doctor and have the implant inspected; patient followed up with that their doctor is far and they do not have the money. Agent reviewed that the issue is not the equipment and that replacing something would not resolve the issue. Agent stated that they saw in a record from a month ago that the patient had a major fall and reviewed information with patient; agent redirected the patient to their managing hcp.